Event description:
It was reported that the customer had a weak battery alarm on the insulin pump. Customer's blood glucose level was 167 mg/dl. Customer received the alarm after removing the battery to stop the keypad anomaly issue. Customer put the battery back in. Customer stated that the buttons still do not work. Customer was using a (B)(4) aaa alkaline battery. Customer was going to treat with insulin for eating and when she tried to bolus, the numbers kept going up without her hitting it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that she seems to have the same issue occur about every year. Customer agreed to send back her pump. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with normal operating currents. It was monitored for several days and no weak battery alarms occurred during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratches on the reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.